Manufacturer narrative:
The customer contacted resmed to request a warranty replacement for a faulty power supply unit (psu). The device and the power supply were not returned for investigation, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4) note: the reportable event occurred outside the us and was assessed as not reportable to the local authorities. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.